Event description:
It was reported that the patient experienced inadequate therapy due to lead migration, as confirmed by imaging. Consequently, the patient underwent a lead revision procedure where two of the seven implanted leads were repositioned. The patient was recovering as expected. All devices remain implanted in the patient.

Manufacturer narrative:
Block b3: event date is unknown despite good faith efforts and was based on the manufacturers aware date. Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7072342. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7070103. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7072143. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7070520. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7071194. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7070887.